Event description:
The customer reported they were unable to obtain leads ECG, which prevented them from demand mode pacing. It is not known if the customer attempted to fix mode pace the pt. The involved pt died. The customer does not attribute the device behavior to the pt's outcome. There was another device available for use.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain leads ECG, which prevented them from demand mode pacing. It is not known if the customer attempted to fix mode pace the pt. The involved pt died. The customer does not attribute the device behavior to the pt's outcome. There was another device available for use. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.